Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding the notation of a leak in the patient extension line. This line was connected to the patient line of patient's homechoice set, and occurred during dwell 2/4 of patient's automated peritoneal dialysis (apd) treatment with patient's homechoice machine. Tsc assisted hp in ending patient's treatment early and setting up with new supplies to complete patient's apd therapy. Per rn, no patient injury or medical intervention was associated with this incident.